Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was unable to recover. A field service engineer (fse) manually released the pocket on main 5.2, then power the cycle and pharmacy (rx) recovered pocket. Then the fse confirmed that the main 1.2 failed to close because the wire on solenoid was broken. So, the fse replaced the solenoid and booted successfully. The system functioned as intended after the field service engineer repaired the device.